Manufacturer narrative:
If explanted, give date: the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the zxt225 intraocular lens (iol) in the patients right eye and the removal of the bandages, the patient complained of blurry vision at all distances at all times except when illuminated by bright white led light or from bright sunlight outdoors. This problem did not exist with the patients natural lens. The patient also reported notable photic effects of night vision marred by extreme start-bursts emanating from all light sources and a bluish cast to daylight scenes. No surgery related issues have been uncovered in subsequent follow-up exams. Additional information received reported the symptoms have significantly affected his ability to perform daily tasks such as driving at night. The subject if there were potentially any issues with the manufacturing of the iol. The subject was informed that, upon review of the complaint iol, it was determined the iol was manufactured within specifications. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.